Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device in question. The device failed to pass testing due to a failure on the radio printed circuit board caused by a constant "check battery" alarm. The device was removed from service.

Event description:
It was reported that a pump would not connect to the customer's wireless network. It was also reported that there was no pt injury.